Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, abdominal distension, and cloudy pd effluent. The cause of the breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient began treatment for the event with an unspecified antibiotic infusion and unspecified anti-inflammatory drugs (doses, frequencies and routes were not reported). Twenty three days after being admitted, the patient was recovered and was discharged. Pd therapy was continued in the ¿early period and withdrawn in the late period during treatment¿. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.